Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "dr was attaching the persuader to a tulip of a screw. She pressed the persuader over the tulip and in doing so part of the tip of the persuader broke off."